Event description:
The customer reported via phone call that they experienced low blood glucose levels for two weeks. When the paramedics arrived, the customer's blood glucose level was 27 mg/dl and the sensor reading was 85 mg/dl. The customer was hospitalized on (B)(6) 2015. The customer's blood glucose level was 140 mg/dl. The customer's low blood glucose levels were caused because the insulin pump was delivering too much insulin and the sensor readings were off. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.